Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked and was admitted to the emergency room (ER). The right ventricular (rv) lead was found to have oversensing with noise and far field p-wave sensing. The lead had high impedance and was suspect of a fracture. The lead was programmed off until lead revision. The lead was revised, removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that due to the patient's worsening heart failure symptoms, the physician planned to remove the capped right ventricular (rv) lead to allow room for a new left ventricular (lv) lead. However, when attempting to explant the capped rv lead, there were difficulties with advancing the lead locking device and laser as the patient's venous access was occluded. The physician decided to abandon the explant procedure.

Manufacturer narrative:
Correction: h6 annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that due to the patient's worsening heart failure symptoms, the physician planned to remove the capped right ventricular (rv) lead to allow room for a new left ventricular (lv) lead. However, when attempting to explant the capped rv lead, there were difficulties with advancing the lead locking device and laser. The physician decided to abandon the explant procedure.